Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false pause episodes due to undersensing were observed on the implantable cardiac monitor. Programming changes were made to sensitivity but the false episodes were still occurring multiple times a day. No intervention was planned at this time. The patient was to continue with regular follow ups in clinic. The patient was stable.